Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. Device was set to proper time and date. Device was closely monitored. No unexpected time or date change noted during testing. Device functioning properly. Device received with cracked keypad at select button and scratched around casing during visual inspection. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Customer stated that insulin pump time clock was advancing and customer already adjusted for current time but issue persisted. Customer was assisted with auto test performing and insulin pump failed the auto test. No harm requiring medical intervention was reported. The device will be returned for analysis.